Event description:
A distributor complaint was reported from norway concerning a malfunction identified as malf 16-0x20e6 in a pump. There was no adverse impact on the customer¿s blood glucose level. The pump was replaced, and the customer was instructed on how to put the pump into storage mode and to return it using a pre-paid label within 10 days. A replacement pump was arranged with a new serial number provided.